Event description:
The following article was received based on literature review. Article: prognostic factors for successful baerveldt glaucoma implant surgery for refractory glaucoma after multiple surgeries. This single-center retrospective study was done to determine the prognostic factors for success 3 years after baerveldt glaucoma implant (bgi) surgery. A total of 24 patients (n=27 eyes) were analyzed in the study, three patients of which were bilateral bgi surgery. The baerveldt model bg 101 or 103¿350 (abbott medical optics) shunts were implanted in the inferotemporal quadrant if the superior conjunctiva was used for trabeculectomy; in the superotemporal quadrant; and in the inferonasal quadrant (n=1 eye) because of previous trabeculectomies in other quadrants. The tube was inserted using a 23-gauge needle or into the vitreous cavity using a 20-gauge scleral v-lance (alcon). The tube was completely occluded using 8¿0 vicryl suture (ethicon) and two sherwood slits were made. After the tube or hoffman elbow was covered with a scleral flap or a donor scleral patch, the conjunctiva was sutured closed. Failure was defined as the need for additional surgery for iop reduction, loss of light perception, and intraocular pressure (iop) ¿22 mmhg (definition 1) or ¿17 mmhg (definition 2) at two consecutive follow-up visits. The failure rates were 18.5% and 22.2%, respectively, 1 year and 3 years after surgery based on definition 1 and 48.1% and 51.8%, respectively, based on definition 2. Early complications (n=8) included: hyphema (n = 5) vitreous hemorrhage (n = 3) choroidal detachment (n = 3) additional iop lowering surgery (n = 2) orbital hematoma (n=1) late complications (n = 6) included: hyphema (n = 2) vitreous hemorrhage (n = 1) choroidal detachment (n = 2) tubal obstructions (n = 2) fungal keratitis (n=1) corneal ulcers (n = 1) need for additional iop lowering surgery (n = 2) loss of light perception (n=1) patients with hyphema (n=3) and patients with vitreous hemorrhages (n=3) recovered spontaneously. One patient with hyphema (n=1) required paracentesis and the other patient with both hyphema and vitreous hemorrhage (n=1) required anterior chamber irrigation. Patients with choroidal detachment (n=2) were treated with an ophthalmic viscosurgical device or atropine eye drops. Patients with tubal obstruction (n=2) were treated with yttrium aluminum garnet (yag) laser surgery for fibrous ingrowth or with removal of the iris using a needle, and patient with fungal keratitis (n=1) was treated with eyedrops. Patients who required additional iop-lowering surgery had bleb revision (n=2) and tubal relocation (n=2). There were no further interventions reported. Other jnj products were mentioned but no complaints were reported against them. This report is for model bg103-250 adverse event. A separate report is being submitted to capture the reported product problem for this model. Separate reports are also being submitted for the other mentioned model, bg101-350.

Manufacturer narrative:
Age: age at surgery: 60.9+16.7. Gender: male/female: 17 (63.0%)/10 (37.0%). Weight and ethnicity: information unknown/not provided. Date of event: jun 28, 2021 (the date article was accepted). Model number: the model number (bg103-250) was entered in this field since the model "103¿350" indicated in the article is not a valid model number. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable), as there is no indication the device has been explanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Health effect: clinical code: 1845 unspecified injury- orbital hematoma. Citation: matsushita k, kawashima r, kawasaki r, nishida k. Prognostic factors for successful baerveldt glaucoma implant surgery for refractory glaucoma after multiple surgeries. Jpn j ophthalmol. 2021 nov;65(6):pp.820-826. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.